Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a right ventricular lead that was experiencing loss of capture. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.